Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer received a motor error alarm on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
The insulin pump had constant motor error alarm during rewind due to motor encoder signal out of phase. The insulin pump was unable to perform the displacement test or the prime test due to motor error alarms. The insulin pump had minor scratches on display window, cracked display window, cracked case at display window corner, cracked reservoir tube, cracked reservoir tube window and cracked reservoir tube lip.